Event description:
The distributor contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. The audio bolus button cover was torn and the button responded appropriately. During investigation, evidence of contamination was found under the contrast key contact.